Event description:
A (B)(6) male patient contacted zoll customer support to report that the device indicated "device has a problem, call zoll." While customer support was troubleshooting, the patient reported a code 204 when attempting to start up the device. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the trunk cable connector was damaged and the orange (+5v) and black (main batt) wires were open inside the connector. The cause of the code 204 is the damaged wires inside the trunk cable connector. The cause of the broken wire is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.